Manufacturer narrative:
MFR site address: c. Industrial lt.001 mz.105, no. 20905 int.a.col.,cd.industrial, 22444. Device evaluated by MFR: the 6f runway guide catheter was returned for evaluation. Analysis of the returned device consisted of the tip and shaft microscopically and visually inspected. Inspection revealed numerous kinks in the sheath. Inspection of the rest of the device found no other damage or irregularities.

Event description:
It was reported that catheter break occurred. The target vessel was located in coronary artery. A runway guide catheter was selected for use. During preparation, when the guide catheter was from the package, it was observed to be broken. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter break occurred. The target vessel was located in coronary artery. A runway guide catheter was selected for use. During preparation, when the guide catheter was from the package, it was observed to be broken. The procedure was completed with a different device. No patient complications were reported.